Event description:
It was reported that, "during the tka, both pegs of the punch thru tibial base plate was broken. The surgeon removed the 2 pegs from the pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.